Event description:
It was reported that during a da vinci-assisted surgical procedure, the user noticed that the monopolar curved scissors (mcs) tip cover accessory fell off because there was slack, which caused it to become loose and detach. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed, and the complaint was not confirmed by failure analysis. The tip cover was placed on an in-house mcs and fit as expected. The instrument was manipulated, and the tip cover did not fall off. Additional observations not reported by site: the accessory was found to have tearing at the mouth where the scissor tips exit. Tears were axially aligned with the tip cover and measure from 0.109" in length. There were no signs of thermal damage present at the end of any tears. The mcs tip cover was found to have tearing at the midpoint of the tip cover. Tears were not axially aligned with the tip cover and measure from 0.055" to 0.076" in length. There were no signs of thermal damage present at the end of any tears. An image was reviewed by an intuitive surgical, inc. (Isi). It was a bit difficult to tell from the image, but the cover may have a gouge or a tear. The accessory would need to be returned for inspection to determine if the damage is localized to the surface of the accessory or if the cover is torn.